Event description:
The surgeon reports performing cataract surgery with attempted implantation of the crystalens intraocular lens using the (B)(4) delivery device. During lens insertion, a capsular tear occurred. Intervention was performed in order to enlarge the incision and remove the lens. A vitrectomy was performed. Reference MDR # 2031924-2011-00004.

Manufacturer narrative:
(B)(4).